Manufacturer narrative:
The pump passed the displacement test and self test. Hardware low level failures. Confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the beep sound was the same even if different level. Customer stated they did hear beeps when audio volume settings were saved. No harm requiring medical intervention was reported. The device will be returned for analysis.